Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was sent in error as ¿air bubble in the lens¿ would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported the telescope ultra exhibited air bubbles in the lens. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.